Manufacturer narrative:
Per tandem user guide: only u-100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer replaced pump supplies and resumed insulin. Reportedly, the customer was using fiasp insulin. Tandem technical support informed the customer that fiasp is off label per the tandem user guide. Customers blood glucose was 300 mg/dl.